Event description:
The home pt's (hp) sister reported that her sister discontinued peritoneal dialysis (on an unknown product) in 2007 because she had reportedly experienced dianeal fluid in her lungs. The pt was transferred to hemodialysis. Reportedly, the pt had experienced approx three weeks of low drain volume alarms prior to the event. Although several attempts have been made to contact the nurse, no add'l clinical info is available at this time.

Manufacturer narrative:
A request for the return of the device has been made. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.